Event description:
It was reported that at the end of a case, the unit displayed an e-1 and e-3 error. It was further reported that there was no harm to the patient.

Manufacturer narrative:
Additional information will be provided once investigation is completed.